Event description:
It was reported that during a follow up, the pulse generator exhibited inappropriate measured data. The device was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.